Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the clinic for a regular follow-up, interrogation revealed the atrial threshold has gradually increased. The device was programmed to a new setting in the atrium. The patient condition was stable and the patient was discharged. The patient will return for a follow-up visit in a year.